Event description:
It was reported that upon interrogation, the pulse generator displayed an error message. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).